Manufacturer narrative:
The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic assy. Rohs serial number (B)(6) with a reported unit failure of failing pim leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic assy. Rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pneumatic assy. To factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test in which the pneumatic assy. Failed the relief valve pressure test, with results of 1117 mmhg. The factory specification is less than or equal to 155 mmhg. The pneumatic assy. Failed testing. Retaining part number 0997-00-1178 pneumatic assy. Rohs serial number (B)(6) in the fat dept. Per procedure number 0002-07-d008 rev. Ar.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the following works were carried out: during a scheduled pm performed an all-manifold leak test and observed leak failure during 3rd stage of test, the potential issue was with the pim. The getinge field service engineer returned at a later date with the pneumatic module and replaced, which corrected the pneumatic leak, then calibrated the pneumatic module as per calibration specification. Complete checkout and checklist was performed.

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer that the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a